Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during intraocular lens (iol) implant procedure, the lens remained behind the plunger (bad unfolding). The surgery completed with another product. No patient harm involved. Additional information was requested.

Manufacturer narrative:
In the initial MDR FDA product problem ¿1669¿ was reported in error. It was updated to ¿4010¿. The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray inside the carton. The lock-out assembly has been removed. Viscoelastic is dried in the device. The plunger is oriented correctly. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is advanced into the nozzle entry and is damaged. We are unable to determine the root cause for the reported complaint "bad unfolding: lens remained behind plunger". Plunger underride was observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).